Manufacturer narrative:
Mosaiq correctly recorded the data that was sent from the linac. Mosaiq is working as designed and intended. Based on the available information there has been no actual mistreatment.

Event description:
The customer reported that a beam interrupt caused a field to deliver 1 extra cgy.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has been completed.

Event description:
The customer reported that a beam interrupt caused a field to deliver 1 extra cgy.